Event description:
A pt reported experiencing inaccurate high results with a surestep original meter. The pt's blood glucose results were 170mg/dl. (Meter), 120mg/dl. (Lab). Tests were done within 10 mins with a difference of 42%. Pt did not experience any adverse events. No further info has been reported. Note-customer was using expired control solution.